Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed high, out of range shock impedance measurements. Boston scientific technical services discussed that a setscrew could have been loose. The patient was seen for a revision procedure. Once the pocket was reopened, it was discovered that the distal setscrew for the rv lead was found to be loose. The setscrew was tightened with good resulting numbers. There were no adverse patient effects. The system remains in service.